Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad cover around the ok, up and down buttons is coming off. A replacement pump was sent to the patient. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling off the pump, exposing the key contacts.

Manufacturer narrative:
Follow-up # 2 date of submission 09/16/2013.additional information from product analysis: all of the keypad buttons responded appropriately and were functional. There was evidence of contamination under all key contacts.